Event description:
It was reported that the vns patient had passed away. It was reported that the cause of death was likely a seizure. The duty cycle had been increased on (B)(6) 2015 from on-time 30sec, off-time 5min to on-time 30sec, off-time 3 min after the patient reported having presented many seizures. It was reported that the patient was in his best form at the time of death. Attempts to obtain further information have been unsuccessful to date.

Event description:
Further information indicated that the known etiology of epilepsy was a structural brain lesion. It was reported that the patient had a right hemiplegia secondary and developmental structural brain issue. It was reported that the patient's response to vns was a seizure reduction. Patient was receiving therapy at the time of death: yes. It was reported that the cause of death was a myocardial infarction. The death was not related to vns. The death was not witnessed. Patient was found unconscious by care team. An autopsy was performed. It was reported that the patient had a history of nocturnal seizures but no history of febrile seizures. The patient did not undergo resective epilepsy surgery. There was no history of drug or alcohol abuse and no history of cardiac or respiratory problems. The generator was explanted. The return of the device is expected, but has not been received by the manufacturer to date.

Event description:
The explanted generator and lead were returned to the manufacturer on (B)(4) 2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned generator showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 28.022% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the returned lead portion indicated no observed product related anomalies with the single returned lead portion. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong evaluation codes for the event.